Manufacturer narrative:
A specific root cause could not be identified. Additional information was requested for investigation but was not provided. The customer did not repeat any of the 5 patient samples that they complained about. Since this was not done and none of the samples are available for investigation, the investigation cannot be completed.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned high results for 5 patients tested for elecsys pth immunoassay (pth) since (B)(6) 2017 on 2 different cobas 6000 e 601 modules in the same laboratory. The customer stated that quality controls results, both internal and external, have been fine. Doctors have complained to the customer about the 5 patient samples with high pth results above 15 pmol/l. The customer has been running comparison tests with a cobas system at another site and the pth results are comparable between the 2 sites. The customer also performed precision testing on the 2 e601 modules in their laboratory and the results were acceptable. One pth result the doctor complained about was 21.0 pmol/l. The customer tested a new sample from this same patient on (B)(6) 2017 and the pth result was 13.0 pmol/l. This result matches the patient¿s previous results and clinical picture. There was no allegation that an adverse event occurred. Neither e601 module serial number was provided. The data provided by the customer does not suggest an issue with the reagent lot documented or the instruments. Since the issue only affects 5 patient samples, the issue is suspected to be with those patient samples. The patient samples were requested for investigation but they are no longer available. The customer has not seen any additional samples exhibit this behavior since the event was reported.